Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the issue was resolved. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the healthcare provider just changed it to program 3 and when the patient replaced the batteries in the patient programmer, it was on program 2. When the patient connected to their ins it showed program 2 and stimulation was off. It was reviewed how to turn stimulation back on and the patient successfully switched back to program 3. It was explained that the only way to change programs was by pushing the appropriate buttons on the clinician or patient programmer. Patient wondered if they accidentally might have changed programs. Troubleshooting resolved the reported issue. No patient symptoms were reported. No further complications were reported or anticipated.